Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament suregry the device tore. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-1588rt-2j, tightrope® ii rt, batch 15486154, was received for investigation. Visual evaluation noted broken white sutures and surface damage on the button. Functional testing was not performed due to the damage to the device. Most likely cause: use-related factors, specifically excessive force applied during suture passing, tightening, or tensioning, leading to suture breakage. The complaint allegation is confirmed. Refer to attached images.